Event description:
It was reported that a spectrum pump door would not close correctly (no "click") and pump intermittently stated door was open when closed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer issue of ¿door does not close correctly (no "click") and pump intermittently states door is open when closed.¿ was not reproduced. Evaluation found the door not closing as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification directional flow shim. Case shimming requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a review of event history log revealed pump intermittently stated door was open when closed and appeared as 'shut door - power off'.